Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va17ew3, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient came in for initial work on date notified and a superficial scalp infection was seen. It was stated that there was discussion to revise the lead for better placement/therapy results, remove the lead, or wait for the infection to clear up and leave the extension/implantable neurostimulator (ins) in. Labeling was also reviewed with the rep addressing an abandoned system being outside of the tr head coil. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va17ew3, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the patient noticed a yellowish brown crusty material over their scalp near the upper right frontal scalp incision. The patient's pcp determined it was a sebaceous cyst and started the patient on a 10 day course of oral antibiotics; an infected cyst associated with the right frontal wound was reported. Two days after the cyst's appearance, the patient stated the head came off of the scab in the shower. Due to concern of the scalp infection, the health care provider (hcp) removed the entire deep brain stimulation (dbs) system and plans to later re-implant the patient once they have healed. The diagnostic methods included an examination that resulted in the identification of 2 nearly adjacent areas of epithelial defects within the concave portion of the patient's right frontal curvilinear scalp incision. It was also noted that there was no way to determine how far down the lead tract the infection went. The diagnostic examination occurred on (B)(6) 2017. A foreign body culture was also performed on (B)(6) 2017 and resulted in corynebacteria that was found only in the broth of the culture. The etiology was noted as not related to the device/therapy and possibly related to the implant procedure; the lead/extension tract, right burr hole site, and implantable neurostimulator (ins) were noted. The actions/interventions taken to resolve the issue included explanting and not replacing the entire dbs system on (B)(6) 2017; the event was resolved without sequelae. The seriousness of the event was noted as resulting in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resulted in in-patient or prolonged hospitalization. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that it was decided a lead revision would take place due to insufficient therapeutic efficacy. The root cause of the superficial scalp infection was not determined, and it is unknown if the issue resolved. However, the patient's system was explanted. No further complications are anticipated.